Manufacturer narrative:
One unit was returned for investigation. The packaging was visually inspected and it was determined that the defect reported was not a hole. The investigation determined that the sterility was not compromised. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.